Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "changes in the shape and density of the breast, tenderness and rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of rupture and visibility/palpability requested on may 12,2026. With lot number 2933930 and catalog number n-trm310. - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "changes in the shape and density of the breast, tenderness and rupture". This record is for the right side. Device was explanted.